Manufacturer narrative:
Unit received with critical pump error and pump error 35 confirmed in history file due to moisture damage to force sensor. Unit received with corroded electronic assemblies, corroded battery tube and corroded motor home switch.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed critical pump error, broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was 7.4 mmol/l at the time of the incident. The customer was assisted in clearing the alarm. Check insulin pump history and found critical pump error. The customer states they are not able to rewind the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.